Event description:
Repair request initiated for device with the report of loss of power and overheating. It was reported that there was no patient impact. Repair request escalated to a product event based on reason for return.

Manufacturer narrative:
H3: evaluation determined that the device was tested overheating and the maximum temperature was measured to be 133.1 degrees fahrenheit. The likely cause of failure could not be determined. It was also noted that depth of the tool insertion port in the collet part is outside the specified value, broken shaft, worn rear bearing and error code 18 suddenly appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.